Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable infusion pump for multiple sclerosis and intractable spasticity. It was reported on (B)(6) 2017 that the patient had an allergic reaction to the antibiotic that they put on the pump or in the pump pocket. It was stated the antibiotic was "ances." It was stated the patient had a rash on their face, top of chest, arms and hands. It was also stated the rash looked like a sunburn. The patient was put on benadryl and the rash resolved the next day.

Manufacturer narrative:
(B)(4) no longer applies and instead (B)(4) applies. ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-feb-02 reported no antibiotic was put in the pocket or pump. It was noted the reaction was to antibiotics given. There was no allergic reaction to the pump. It was noted when asked for the serial number involved with the fever and leg stiffness that patient had a urinary tract infection (uti) and there was no pump or device issue. The antibiotics were given for the uti. It was noted that the fever and stiffness were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.